Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the presence of the hematoma change the patients post operative care? Yes¿ increased length of stay, additional imaging required, and multiple blood draws. Luckily, no reoperation.

Event description:
It was reported that post op of a laparoscopic sleeve gastrectomy procedure that the procedure was completed around 1130 am. At 2pm the patient became tachycardic in the 120s. Surgeon was called at 9:30pm the same day. No labs were available, patient hemoglobin from a week ago was 12.7. Post op day of surgery hemoglobin was 8.6. Post op day one hemoglobin level was 7.2. Surgeon sent patient for CT scan which revealed a hematoma of 8cm by 7cm near the greater curve. Surgeon thought about giving blood but did not. Patient went home evening of post op day one. No harm but there was a delay in diagnosis. No further information was provided.

Manufacturer narrative:
(B)(4). Date sent: 11/21/2023. D4 batch #: unknown. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: did the presence of the hematoma change the patients post operative care? An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.